Event description:
Patient revised to address polyethylene wear, found delamination.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. Product information required to review the device history records was not provided. The investigation was limited to the information provided. The investigation could not verify or draw any conclusions about the reported polyethylene wear; however, the reported patient large physical stature, in combination with the time of implantation, and patient activity level, are possible contributing factors. Based on the investigation findings, the need for corrective action is not indicated. In addition, the product code is an obsolete item. Should additional information be received, the investigation will be reopened. Depuy considers the investigation closed.